Event description:
It was reported that a cartridge alarm (alarm 20) occurred during basal delivery. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer successfully resumed insulin therapy after loading a new cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.